Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #3. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when a senior cca reviewed the call. The patient alleged that the subject meter started to read inaccurately at 6:15pm on (B)(6) 2015, when she obtained an alleged inaccurately high blood glucose result of 354 mg/dl meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with oral medication, diet and/or exercise. She denied making any changes to her usual diabetes management routine after obtaining the alleged inaccurate result. She also denied developing any symptoms as a result of the reported issue. She claimed that because of obtaining the alleged high reading, she went to the emergency room (ER) where a blood glucose result of 122 mg/dl as obtained on a doctor/clinic meter and an unknown result was obtained on a laboratory device. She also claimed that at 6:30pm on (B)(6) 2015, IV fluids were administered by a healthcare professional (hcp). During troubleshooting, the cca established that the patient's meter was set to the correct unit of measure at the time of testing. However, the cca also noted that the patient's test strips had been opened for more than 6 months and these had been stored outside their vial in the patient's carry case. This issue was resolved through training. Replacement products were sent to the patient. In conclusion, there no evidence that the subject meter and/or test strips malfunctioned. However, this complaint is being reported because the patient claims she obtained inaccurately high readings on the subject meter and reportedly received treatment of that given for severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1. The retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.